Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief due to having high impedances on both spinal cord stimulator (scs) leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.